Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient stated on (B)(6) 2023 they lost consciousness while the cgm was displaying 137 mg/dl. The patient's girlfriend called 911 and when the patient's bg was checked it was 210 mg/dl. It is unknown when the bg was checked and by whom. The patient reported that the outcome of the even was that they were hypoglycemic and their blood glucose "bottomed out". The patient was treated with sugar gel and IV d50. At the time of the report, the patient had recovered and was discharged from the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient had a hypoglycemic event. The patient collapsed when the cgm was reading 137 mg/dl. The patient's girlfriend called 911 and when the emts arrived, they checked the patient's blood sugar and it was 20 mg/dl. The patient was treated with "sugar gel" and remained unconscious. The patient was transported to the hospital and was treated with IV d50. The patient was discharged from the hospital after a couple of hours. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.